Event description:
Pt with chief complaint of shortness of breath. Cta of chest, abdomen, pelvis was ordered. Report sent was that of a MRI of the spine, despite the ordered test being listed on the report as "cta chest abdomen pelvis". Misidentification is the general category of defect though there is commingling of data divergent with the listed test. It is unk by this reporter if this was part of a recursive process affecting innumerable pts.